Manufacturer narrative:
A service call was not generated for this event. The root cause of this event is attributed to user error. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report that an erroneous ethanol (etoh) result was reported out from their unicel dxc 600 pro synchron chemistry analyzer. The customer reported that the erroneous result was reported outside of the laboratory. It is unk if there was impact to pt treatment associated with this event: however, the erroneous result was questioned by the ordering physician. The customer reported that the analyzer had generated a remark on the printout for the etoh result: "bl rate hi". The customer interpreted this to mean that the etoh result was higher than the analytical measuring range of the assay; therefore, the customer reported a result of "greater than 600 mg/dl". The sample was reassayed on another analyzer in the laboratory which yielded a result of 15.7 mg/dl. An amended report was generated with this lower result and reported outside of the laboratory. The customer was educated regarding the interpretation of "bl rate hi". In the instructions for use, the correct interpretation of this message is explained and does not imply a high pt result as the customer had mistakenly concluded.